Event description:
The customer reported to olympus, the oes elite endoscope's lenses were broken in the optical system. The issue was found during an unspecified procedure. The procedure was completed with a replacement device. There were no reports of patient harm or procedural delay.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's issue was confirmed. The evaluation found the outer was bent, fiber breakage and dents on the objective window, and debris under the eyepiece window glass. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and the error pattern, it is likely the damage was caused by excessive use. Olympus will continue to monitor field performance for this device.